Event description:
It was reported that the lead perforated and caused tamponade. The lead was replaced and scrapped, and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.